Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The cause of death was reported to be cardiac arrest. On the same day as the onset, the patient was hospitalized for peritonitis and unrelated events. The patient was treated with unspecified antibiotics (dosage, route and frequency not reported) for peritonitis. On an unreported date, the same month, the patient had the pd catheter removed, stopped the pd therapy and was placed on continuous veno venous hemofiltration (cvvh). The patient died the following month while hospitalized. It was reported that an autopsy was not performed. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.